Event description:
Ous MDR - there were 53 episodes of fvt.vf recorded to the ICD history due to oversensing of noise. The patient was not shocked. The noise was between 0.6 mv to 6 mv. It was decided to schedule a revision. At the revision, this lead was disconnected from the ICD and measured with the psa. Nothing unusual was noted in the measurements, but noise was detected when the rv lead had stress placed on it around the yoke and fixation sleeve. Both the ICD and the lead were explanted and replaced.

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. The analysis revealed multiple signs of wear along the lead. At the distal part of the lead the insulation was found rubbed through. These damages can be considered to be the root cause of the clinical observation mentioned in the complaint description. Based on the characteristics of these damages it is reasonable to assume that the lead had been subject to severe mechanical stress in the implanted state. Diagnostic images clarifying this assumption were not available for analysis. The deformation of the svc shock coil resulted most likely from the explant procedure. The analysis did not reveal any sign of a material or manufacturing problem.